Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 09/10/2015; log dates through (B)(6) 2015: power consumption above normal operating range. Additional notes: suction alarm was logged on (B)(6) 2015 at 03:53:18. Log file analysis review date: 09/10/2015; after lysis was performed: log dates through (B)(6) 2015: normal power consumption. Additional notes: current parameters have returned to power consumption within normal operation. Log file analysis review date: 09/11/2015: log dates through (B)(6) 2015: normal power consumption. Additional notes: current parameters have returned to power consumption within normal operation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also the IFU states that a rise in power may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from belgium by the surgeon that the patient was admitted to the hospital with "clinical signs of pump thrombosis." It was noted that there was "one event of suction overnight". Patients pump parameters the night of admissions were "10 lpm, 3000 rpm, and 8 watt" and the patient also presented with "dark urine." It was stated that "log files were submitted." No additional information provided. Investigation is ongoing.